Manufacturer narrative:
Device passed the self test and displacement test. However, unexpected restart error after battery change due to connector on interface board voltage leak. Device monitored for several days and no external ram crc error alarm noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart and external ram crc error. The customer blood glucose level was unknown at the time of the incident. Customer stated they were unable to clear the alarm however able to complete rewind. Customer stated the insulin pump was not stored or not in use for an extended period of time. Alarm occurred shortly after inserting a new battery. Customer did not have an additional new battery available. Customer had experienced multiple alarms after battery change. Issue was not resolved by troubleshooting. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.